Event description:
Reporter indicated that the patient was going to have the device replaced after having it implanted for less than one year. Further follow-up revealed that the device was being explanted due to an increase in seizures and urinary incontinence. The patient has been having multiple seizures a day, everyday for the past two months along with incontinence. The device settings have not been altered and there were no medication changes prior to the increase in seizure activity. An increase in medications and device parameters over the past two months has not helped the situation. The patient is able to feel stimulation. Device diagnostic tests yield normal results and the eri (elective replacement indicator) flag is no, indicating that the generator is not at end of service. Attempts to obtain additional information have been unsuccessful to date.